Event description:
Customer reported the insulin pump had a blank display. Customer changed the battery multiple times and display would not return. Customer's blood glucose was 191 mg/dl. Customer stated she did see a couple of cracks on the side of the reservoir. Customer was unaware how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not properly plugged in. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.